Event description:
Event description boston scientific received information that the rhythm ID feature on this implantable cardioverter defibrillator (ICD) did not function as expected. The device appropriately inhibited therapy for a conducted svt episode, but then delivered anti-tachy pacing (atp) therapy. The atp accelerated the patient's rhythm into vt, and the device delivered a shock. A boston scientific technical services consultant reviewed rhythm strips and discussed that the ventricular morphology became uncorrelated, likley due to a change in the atrial rhythm. There were no patient symptoms reported with this clinical observation.